Manufacturer narrative:
Initial 1 of 5: name: (B)(6). Country: united states of america. Address ¿ line 1: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose because patient inserted the infusion set into scar tissue and was treated with a correction bolus via pump on (B)(6) 2026.